Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was an alleged inaccuracy with case. The site reported that he was concerned about the accuracy while probing near the skull base with multiple suctions (straight, 45 degree and 90 degree). He alleges that the degree of inaccuracy was 4 to 5 mm. 3 total registrations were carried out (one initial registration and 2 re-registrations.).initial non-invasive tracker calculated error rate was 0.65 mm. After the 2nd and 3rd re-registrations, he viewed the advanced details. The initial calculated error rate of the straight and 45 degree suctions was displayed, varying from 1.85 mm to 2.5 mm while held in the navigated surgical area.he adjusted the emitter closer and higher in the field and then observed the calculated error rate: the 45 degree suction now displayed 0.92 mm to 1.45 mm; varying subtly while navigation was performed.¿ non-invasive patient tracker = 0.46 mm¿ 90 degree suction = 0.9 mm to 1.25 mm¿ 45 degree suction = 0.89 mm to 1.1 mm